Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance is affected. On (B)(6) 2023 the user was seen at the clinic for follow up mapping. At this appointment affected channels were noticed.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's hearing performance with the device is affected. Reportedly, the user was reimplanted.